Event description:
The filter attachment was filled with particles of plastic from old filters. The filter could no longer fit into the attachment, and there was no chance of repair. A backup pump was available.

Manufacturer narrative:
This MDR is being filed as part of the remediation action taken as per penumbra february 2010 update to the FDA warning letter dated december 31, 2009.